Manufacturer narrative:
Born at (B)(6) and now (B)(6). Chronic lung disease of prematurity. Infant. The customer¿s report of leaking from the filter was confirmed. Visual inspection of set noted no damage or any anomalies. Closer inspection of the filter air vent under magnification observed no damages or anomalies with the air vent filter. Functional flush testing confirmed a small droplet leaked from both of the 0.2 micron filter air vents (termed ¿weeping out¿). The root cause of the filter leaking was not identified, however the probable cause of the observed filter vent leak was due to infusate clog/oversaturation of the filter.

Event description:
It was reported that in the nicu during the tubing assessment at 2100, a wet area on the bed was discovered to be tpn leaking from the two vents of the filter that had been in use since 1700 through a central line. The filters were changed every monday, wednesday and friday. The patient was treated for a possible central line associated bloodstream infection (clabsi) with vancomycin. The clabsi was pending and had not been officially diagnosed by the infectious disease team, however there were 2 positive cultures that grew staphylococcus hominis and staphylococcus epidermidis on day one. Subsequent cultures were negative. The patient required additional respiratory support and increased sedation related to the infection.